Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for investigation. If it is received at a later date, an investigation will be performed and a supplemental report will be submitted. The alleged product issue could not be confirmed.

Event description:
It was reported that the coating of a headway catheter was peeling off during advancement into a guiding catheter. The device was replaced with a new one and the procedure was completed successfully. There was no reported patient injury or intervention.

Manufacturer narrative:
The investigation did not find any damage, defect, or anomaly that would have caused or contributed to the reported complaint. The original ancillary devices were not returned; therefore, interaction between the original ancillary devices and catheter could not be assessed.